Event description:
It was reported that the ventricular pacing lead impedance was high out of range. There was only a single out of range measurement. It was the only one out of range measurement and the other lead measurements remained in range. The patients pacing load was less than 1% in the ventricle. The impedance had been normal after that. The patient was asymptomatic and stable and the physician elected to monitor the lead.

Event description:
New information received notes that there was increased impedance and decreased sensing noted on the right ventricular (rv) lead. Programming changes were suggested. Additional information about the intervention was not reported.

Manufacturer narrative:
This supplemental report is to correct the previously submitted supplemental report to include (B)(4).